Manufacturer narrative:
It was reported that the customer had a generator test and the cns went down. When the unit came back up it went to a blue screen. No patient harm was reported. The reported device was returned to nihon kohden; however, device evaluation anticipated, but not yet begun. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the customer had a generator test and the cns went down. When the unit came back up it went to a blue screen. No patient harm was reported.

Event description:
It was reported that the customer had a generator test and the cns went down. When the unit came back up it went to a blue screen. No patient harm was reported.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2019, (B)(6) at (B)(6) hospital reported they had a generator test and the cns-6201a (pu-621ra sn: (B)(6)) screen was coming to a blue screen. Service requested: troubleshooting/assistance. Service performed: new hdd were sent to the customer. Nk support assisted customer in installing new hdd and allowing raid to rebuild. Investigation result the cns warranty began 03/02/15, which is over 4 years prior to the reported issue. Review of device sap history found no previously reported issue with the hdd or unit having blue screen. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. Customer's maintenance history of the unit is not available. The cns-6201a uses a dual hard drive system with a raid controller. This system provides redundancy on the hard drive to prevent data loss or system failure caused by a failed hard drive. Issue was resolved by replacing the hdd, allowing raid to rebuild. Issue occurred after generator test at the facility. Information on whether the unit was connected to a ups, along with the age and condition of the ups, was not provided. Failure of the hdd is attributed to improper shut down of the cns. Customer reported no further issues with the unit. Unit has no prior history of hdd failure. This issue is not suspected to be caused by deficient design. Corrected information: d10. Device available for evaluation? Incorrectly selected yes. Device was not returned; f9. Approximate age of device: incorrectly calcuated; h3. Device evaluated by manufacturer? Incorrectly selected as device evaluation; anticipated, but not yet begun. Should be marked as no. Device not returned. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? Additional information correction; h3. Device evaluated by manufacturer?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.